Event description:
It was reported that the patient was experiencing shocking every once in a while down the neck and left shoulder. There was no known accident or incident related to the symptoms and the patient did not try turning off the stimulation. The patient outcome was not reported but it was noted that they did have a follow up appointment on (B)(6) 2012. Additional information was requested but was not available at the time of this report.

Event description:
Additional information received from the hcp reported that the cause of the event was unknown. It was noted that the patient was experienced hallucinations at the time and paranoia. No mechanical malfunctions were noted and the symptoms went away on their own. There was no hospitalization and the patient recovered without sequela.

Manufacturer narrative:
Lead: model 3387s-40 lot#: j0511573v implanted: 2007 (B)(6), explanted: na. Extension: model 7482a51, serial#: (B)(4), implanted: 2007 (B)(6), explanted: na. Programmer: model 7438, serial#: (B)(4), right side system: ins: model 7426, serial#: (B)(4), implanted: 2005 (B)(6), explanted: na. Lead: model 3389-40, lot#: v000202, implanted: 2005 (B)(6), explanted: na. Extension: model 7482a51, serial#: (B)(4), implanted: 2007 (B)(6), explanted: na. (B)(6).